Event description:
Consumer complaint of e-5 error. Customer feels well and does not require medical attention. Customer states e-5 error appears after sample is applied. Blood result was not obtained due to error message appearing when sample was applied. Verified the strips expire 04/22/2017, unable to confirm the open date of test strips or the storage conditions. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with battery contact damage observed. Returned test strips evaluated resulting in "lo" results and black chemistry. "Lo" results/ black chemistry is a result of improper storage of test strips in a humid environment.